Event description:
It was reported that an unspecified malfunction alarm occurred resulting in the customer being hospitalized for diabetic ketoacidosis. Customer¿s blood glucose level (bg) was between 550-600 mg/dl. Reportedly, customer went to the intensive care unit and was subsequently admitted to the hospital. The customer received intravenous fluids of saline and insulin. Customer was released from the hospital the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.